Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31260672l, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a webster ® cs catheter with ez steer¿ technology and an octaray, galaxy, 48p, 3-3-3-3-3, f-curve. The patient experienced cardiac tamponade that required pericardiocentesis. It was reported that during a left-sided atrial flutter case, a pericardial effusion was noticed in the patient. After placing bi-directional webster cs catheter in the coronary sinus, and going transseptal with the octaray catheter, in the process of going transseptal, the patient's rhythm changed from a ¿rapid¿ tachycardia rhythm to a slower a-typical rhythm. The patient's blood pressure and heart rate dropped. At this point, the bi-directional webster cs catheter "fell out" of the coronary sinus. The pericardial effusion was discovered and confirmed on intracardiac echocardiography (ice), posterior behind the left ventricle. The patient was then administered blood pressure medication, and a blood transfusion was performed (about 600cc of blood was transfused to the patient). The patient was in stable condition and was admitted to the intensive care unit (ICU). The qdot catheter was never inserted into the body. The physician believed that there was also a cardiac perforation present, due to the manipulation of the bi-directional webster cs catheter, in the coronary sinus.